Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. . It was reported that the patient has a return of symptoms and needs to adjust their settings. They are back to peeing all the time. The symptoms returned about a week ago. Agent did not ask about the circumstances that led to the reported issue. Sending patient a replacement communicator so they can adjust their settings. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that the stimulation was going down their left leg and making them uncomfortable and they experienced a complete return of bladder symptoms. They were going every 20 minutes. The patient mentioned they liked to sleep in the fetal position and the stimulation was uncomfortable. They also mentioned they had diarrhea due to pancreatitis, which they thought was caused by the implant. They asked for programming direction. When asked they stated they had frequent falls, the last one they had was the day prior. They fell due to blood sugar fluctuations. With instruction they connected to the implant, stimulation was on set to program 7 at 1.8 volts. The decreased stimulation to 0.6 volts and didn¿t feel stimulation, however if slightly higher they only felt it going down their leg. With instruction they changed to program 6 at 1.8 volts they started to feel it at the bottom of their butt and it went down to the bottom of the left knee. On program 5, they felt stimulation at 2.8 volts in their left butt cheek. On program 4, they reported that 2.4 felt it in the back of their left leg. On program 3 they reported strong stimulation in the left butt cheek and hip, they decreased to 1.8 and it was more comfortable. On program 2 at 1.8 volts they felt stimulation in the middle of the left butt cheek. On program 1 at 1.9 volts they felt in the left butt. The issue was not resolved through troubleshooting, they chose to turn stimulation off on the call. They were redirected to their healthcare provider to further address the issue.